Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant of the right ventricular lead, the helix would not extend. The lead was not implanted and replacement lead was implanted at that time.